Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not open. A field service engineer found that the drawer 3.1 did not open despite the solenoid clicking. Inspection of the back of the drawer revealed that the solenoid plunger had a broken square clip and replaced the plunger with the square clip to resolve the issue. The system functioned as intended after the field service engineer repaired the device.